Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead dislodged later in the evening after the initial lead implant procedure and the dislodgement resulted in loss of sensing and loss of capture. The lead was repositioned. No patient complications have been reported as a result of this event.